Manufacturer narrative:
As reported by legal brief, in approximately (B)(6) 2012, a female patient underwent bilateral knee arthroplasties and was implanted with a recalled exactech optetrak device. In approximately 2019, the patient underwent a revision of the right knee and was implanted with another recalled exactech optetrak device. Reportedly the patient experiences daily pain and discomfort in her knee which limits her activities of daily living and impacts her quality of life. No additional information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness [bilateral knee replacements], unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Event description:
As reported by legal brief, in approximately (B)(6) 2012, a female patient underwent bilateral knee arthroplasties and was implanted with a recalled exactech optetrak device. In approximately 2019, the patient underwent a revision of the right knee and was implanted with another recalled exactech optetrak device. Reportedly the patient experiences daily pain and discomfort in her knee which limits her activities of daily living and impacts her quality of life. No additional information.

Manufacturer narrative:
After further review of additional information received the following sections b5, d1, d4, d6a, d6b, d10, g3, g6, h2 and h3 have been updated accordingly. Section b5: additional information received indicates that postop diagnosis, patient had polyethylene wear debris and significant secondary synovitis. Patient also had loose polyethylene patellar component. Osteolysis was related to the polyethylene wear debris of the device. Section d10: concomitant products ¿ optetrak three pegged patella, 35 mm.

Manufacturer narrative:
Through the course of the investigation, it has been discovered that this report is a duplicate of MFR# 1038671-2020-00395. This case and report are to be closed: any additional information and/or investigation findings will be provided on MFR# 1038671-2020-00395.